Event description:
Customer called on (B)(6) 2011 reporting of reproducible high mean cell hemoglobin concentration (mchc) values on a particular patient analyzed on the unicel dxh 800 coulter cellular analysis system. Customer reported going through their protocols for high mchc to determine what was causing the mchc increase, including cold agglutinin and lipemia, but did not uncover the root cause. The sample was run three times on the dxh800 and review of the data showed erroneous low red blood cell (rbc), hemoglobin (hgb), mean cell volume (mcv), and platelet results obtained from a dxh800 instrument as compared to the act diff2. The calculated parameters hematocrit (hct), mean cell hemoglobin (mch), and mchc were also affected. No messages or flags were generated on two of the runs but a monocyte (mo) blast suspect message was generated on the third run. The erroneous results were not reported out of the laboratory and there was no injury or affect to patient treatment associated with this event. Customer did not request service for this event but a raw data analysis showed that multiple runs on the dxh800 are very consistent. Compared to act diff 2, the rbc, hgb, and mcv on dxh are lower. As a result, the mchc is higher. The calculated h&h variance (hct - 3hgb) is from -3.3 to -2.7. The two runs with values less than -3.0 triggered the suspect message "h & h check failed". Root cause of the high mchc values is unknown but may be patient sample related.

Manufacturer narrative:
Cause of high mchc values might be sample related. Root cause of the high mchc values is unknown but may be patient sample related. Customer did not request service.